Event description:
The customer reported that one of the yellow connectors on her olympus endoscope reprocessor was noted broken during reprocessing. There was no patient involvement during this event.

Manufacturer narrative:
The subject device was not returned; however, an olympus field service engineer (fse) was dispatched to the facility to evaluate and repair the unit. While at the facility, the fse confirmed the user report - the yellow connector was chipped in the corner. According to the customer, they were still able to use the unit if they closed it a specific way that did no interfere with the chip. The fse decided to go ahead and replace the yellow connectors altogether. Once replaced, the connectors were tested and verified. All tests were passed and the unit was properly functional again. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the tube was unable to be connected since the connector became loosened and came apart. As the cause of the loosened connector, it is likely that the user applied stress to the connector in the loosening direction, and the stress was accumulated. Hitting with something hard was also presumed to be the cause. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿chapter 3.inspection before use 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly -the o-rings should be free of abnormalities such as cracks, tears, or dents¿ olympus will continue to monitor the field performance of this device.